Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "breast was getting larger, hard, rocky, painful, and believed to be capsulated". Patient additionally reported "possible rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles, broken shell and weight within specifications. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage.

Event description:
Patient reported right side "breast was getting larger, hard, rocky, painful, and believed to be capsulated". Patient additionally reported "possible rupture." Device has been explanted.